Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2025-00001 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive alinity I hbsag for one patient. The customer reported that the current result was not consistent with the historical result. The result in 2023 was confirmed with the neutralizing confirmatory assay and the result in 2024 was not confirmed with the neutralizing confirmatory assay. The 2024 sample also was non-reactive for anti-hbs and anti-hbc. There were no specific patient results provided. Update, additional patient information was provided on 07jan2025. The patient has a history of hashimoto thyroiditis and diabetes meletus. (B)(6) 2023, initial hbsag result= 1.3 s/co (reactive); hbsag confirmatory result= 1.21 s/co (%n= 90%) duplicate testing was performed after recentrifugation, repeated results from 2023 were reactive and repeated results from 2024 were non-reactive. There was no impact to patient management reported.

Manufacturer narrative:
Update to section b5 - describe event or problem to correct year from 2024 to january 2025. The complaint investigation included a review of data and information provided by the customer, ticket trending review, search for similar complaints, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I hbsag qualitative ii assay did not identify an increase in complaint activity related to the complaint issue, however, a search for similar complaints could not be performed as the complaint lot number is unknown. A device history record review did not identify any non-conformance, potential non-conformances or deviations, related to the customer¿s issue. The overall performance of the alinity I hbsag qualitative ii reagents in the field was reviewed using data gathered from customers worldwide. The median patient results for all lots on market at the time of the customer¿s issue fell within 3sd of the established baselines, indicating that all reagent lots were performing acceptably on market. Labeling was reviewed which adequately addresses the current issue. Based on the available information, no systemic issue or deficiency of the alinity I hbsag qualitative ii assay for unknown lot number was identified.

Event description:
The customer observed a false reactive alinity I hbsag for one patient. The customer reported that the current result was not consistent with the historical result. The result in 2023 was confirmed with the neutralizing confirmatory assay and the result in 2024 was not confirmed with the neutralizing confirmatory assay. The 2024 sample also was non-reactive for anti-hbs and anti-hbc. There were no specific patient results provided. Update, additional patient information was provided on 07jan2025. The patient has a history of hashimoto thyroiditis and diabetes meletus. On (B)(6) 2023, initial hbsag result= 1.3 s/co (reactive); hbsag confirmatory result= 1.21 s/co (%n= 90%). Duplicate testing was performed after recentrifugation, repeated results from 2023 were reactive and repeated results from (B)(6) 2025 were non-reactive. There was no impact to patient management reported.